Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported the generation of intermittent high ise (ion selective electrode) patient results on the au480 clinical chemistry analyzer. The erroneous patient results were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide data for review.